Event description:
Edwards has received information that this bioprosthetic mitral valve has exhibited moderate regurgitation after an implant duration of one (1) month. Subsequently, after an implant duration of four (4) years and seven (7) months, this has increased to severe regurgitation with a gradient of 17 mmhg (mean) and 39 mmhg (peak). The device remains implanted and there were no reported adverse patient effects.

Event description:
New information received indicated post-operative echo revealed thickened mitral leaflets with restricted motion and severe mitral regurgitation.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. No further actions are possible with the available information.